Manufacturer narrative:
The esheath was returned for evaluation and an engineering evaluation was performed. The following observations were noted, tip was found split with deep scratches at distal end. Sheath liner fully expanded. Scratches were visible along the shaft. Sheath kink at 10cm from tip. Indentation was noted along the hdpe edge. Due to the nature of the complaint, no functional or dimensional testing was able to be performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review revealed no other similar complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of sheath distal tip split was confirmed based on the visual inspection of the returned device. However, no manufacturing non conformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history, revealed no indication that a manufacturing non conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Per complaint description, during the procedure, the esheath tip was split/rifted during insertion in femoral and iliac arteries. Based on visual evaluation performed of the returned sheath, deep scratches are present at the same location of the distal tip split. Scratches indicate that the sheath came in contact with calcium nodules within the vessel. If the vessel contained calcification, it is likely that excessive manipulation was used in order to overcome the insertion difficulty resulting to the damage observed on the sheath distal tip. As such, available information suggests that patient factors (calcification) and procedural factors (excessive manipulation during sheath insertion) may have contributed to the reported event. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursion above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device return is in progress. A supplemental report will be completed upon evaluation completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02209.

Event description:
As reported, a 29mm sapien 3 tavr case in the aortic position, by transfemoral approach was performed. During the procedure, the esheath tip was split/rifted during the insertion into the femoral artery/iliac artery. Additionally, the balloon burst during deployment but the valve was successfully expanded. The valve was in good position and the patient outcome was good.